Event description:
Spontaneous call from patient to report that pump started beeping with "no disposable, pump won't run" alert. Patient then tried using her backup pump and received the same alarm. Rph had patient enter a new cassette, and the issue is now resolved. Patient miss nodose of her medication due to minimal time off of pump. No other information. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we MFR replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.